Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an ansm user report which reported the following information: a doctor reported the customer experienced an allergic skin reaction after 2 days of wearing an adc freestyle libre sensor. Customer experienced contact eczema at the insertion site with symptoms described as itching and had contact with the doctor who prescribed nerisone (diflucortolone - topical corticosteroid) cream for treatment. It was additionally reported that the customer had contact allergy to the sensor adhesive confirmed by skin tests carried out using those adhesives. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation and allergic reactions to the patch adhesive of the libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor component dhrs (device history review) were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. The reported serial number associated with the reported complaint is found to be invalid. A corrected serial number (B)(4) was identified as valid. The DHR for the libre sensor kit was reviewed and showed the libre sensor kit passed all tests prior to release. The dhrs for all libre sensor kits within expiration at the time of complaint were reviewed and showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed and there were no confirmed complaints within the trend data in this review. Therefore, there were no adverse trends that indicate any potential product related issues. If product is returned, the case will be re-opened and a physical investigation will be performed. Customer reported sensor serial number (B)(4), however it has been determined that this is an invalid sensor serial number. A corrected serial number was identified as valid and serial number was updated to (B)(4).

Event description:
Abbott diabetes care received an ansm user report which reported the following information: a doctor reported the customer experienced an allergic skin reaction after 2 days of wearing an adc freestyle libre sensor. Customer experienced contact eczema at the insertion site with symptoms described as itching and had contact with the doctor who prescribed nerisone (diflucortolone - topical corticosteroid) cream for treatment. It was additionally reported that the customer had contact allergy to the sensor adhesive confirmed by skin tests carried out using those adhesives. There was no report of death or permanent injury associated with this event.